Event description:
Asku.

Event description:
It was reported that the right ventricular lead had impedance measurements that exceeded 3000 ohms that started shortly after implant six years ago. The atrial pacing lead impedance shows unusually high variation with more than a 30% change on the lead impedance trends. There were also out of tolerance sub threshold lead warnings. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): performance date was collected from the lead and has been analyzed. High resistance/impedance was noted. There were three patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2005 and (B)(6) 2005. Programmer s2d data show three patient alerts for right ventricular pacing lead impedance greater than 3000 ohms between (B)(6) 2005 and (B)(6) 2005. Recent s2d data between (B)(6) 2010 and (B)(6) 2011 shows right ventricular pace impedance in the range 672 to 856 ohms and steady. Varying resistance/impedance was also noted. Weekly pace lead impedance log data shows varying impedance and spike increases for max atrial pace equal to 520 to 1312 ohms range between (B)(6) 2010 and (B)(6) 2011. Oversensing was also seen. There was one ventricular non sustained tachycardia less than or equal to190 ms on (B)(6) 2011 16:14:36. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.